Event description:
Additional information reported the patient was seen and reprogrammed. The patient was getting coverage but was having issues with balance, dizziness, and stiffness in their neck since the accident.

Manufacturer narrative:
Final analysis of the lead (B)(4) revealed no anomaly found. Final analysis of the lead (B)(4) revealed the distal end of the conductor was broken. Final analysis of the anchors revealed the anchor migrated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information reported the revision was done and the patient had good therapy coverage. Additional information reported the leads were replaced. Additional information reported the lead was fractured. The patient had a head and spine CT that confirmed no cervical spine fracture and no intracranial changes or skull fractures. Lead interrogation showed at least one of two cables non-functional. Upon x-ray one appeared significantly dislocated. Impedance testing also indicated a lead fracture. The event resolved without sequelae (B)(6), 2014. Additional information reported the patient was in incredible pain and having neck pain related to muscle damage that happened during the accident. The stimulator was not helping the pain much. They made some adjustments and were able to get stimulation in the correct positions. It was noted the pain had been easing up some.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that on (B)(6) 2014 the patient was admitted to the hospital after a motor vehicle accident. After the accident, the patient was unable to turn his stimulator (ins) back on. Impedances were checked and all electrodes except for 8-11 showed high impedances (>10000). Electrodes 8-11 were within normal limits. It was noted, leads will be replaced and the patient was in the process of being scheduled. It was reported the patient had a headache and was receiving less than 50% therapy relief at the lead location. No new reportable information.

Event description:
Additional information received reported lead 1 and lead 2 were related. It was further reported lead 2 was not related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.